Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced an inadvertent issue and had experienced a blood glucose (bg) measurement of 50mg/dl with symptoms of blurred vision, sweatiness, achiness, confusion, difficulty speaking and had difficulty waking up after sleeping. The patient reportedly was treated via intravenous (IV) glucose via the paramedics after the patient declined transport to the emergency room. The patient reportedly never knew that the cannula only needed to be filled when using a new infusion set. The patient reportedly filled the cannula after disconnecting from the pump, taking a shower and then when connected to the pump, the cannula was filled with 0.50 units of insulin. The patient reportedly understood that the cannula only needed to be filled during a new infusion set insertion after the rewind/load/prime sequence. It was also noted that the patient understood the fill cannula step could be skipped if the fill cannula was not needed. This complaint is being reported because the patient experienced a hypoglycemic event due to an inadvertent infusion issue.